Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead exhibited a progressive and rapid rise in threshold measurements. The device was reprogrammed to maximum output with capture management to monitor. The patient will be followed in three months. The lead remains in use. No patient complications have been reported as a result of this event.